Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that for the past 3 days they have been seeing a message on their controller that says settings not available (59). Caller stated they were set at 1.8 and went down to 1.6 but now can't go back up to 1.8. Caller added that now every time they try to increase the stimulation, the message comes up. Additional information was received it was reported; connection 1: 37590, connection 3: 36210 and there were high impedances. Rep reported they measured impedances multiple times, and ran a connection check that was wnl. Cause was not known, issue is on going.